Event description:
It was reported to ventec that the device was rebooting by itself. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec made multiple attempts to obtain patient and event information, however, the customer has not responded.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and observed multiple reboot events. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve as well as the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the cough assist valve which had a torn poppet ring, and the control board.